Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the caller through the pump reset process, after which the pump did not display the cgm error code again. The caller successfully started their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.